Manufacturer narrative:
This patient information is unknown. Date of event: date of postoperative screw breakage is unknown. This report is for two (2) unknown trauma screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): unknown, as specific part and lot numbers for trauma screw is not provided. Healthcare facility address is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the initial surgery on an unknown date and was implanted with a plate and screws. Post-operatively some screws broke and a humeral revision surgery was performed on (B)(6) 2018. During the revision surgery only, the broken screws were revised and the plate was kept in place. This report addresses the first revision surgery due to broken screws. The second revision surgery also due to broken screws is reported under (B)(4). Concomitant device reported: unknown tibia plate (part # unknown, lot # unknown, quantity 1). This report is for two (2) unknown trauma screws. This is report 1 of 1 for complaint (B)(4).